Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm catheter defective/damaged(B)(6) 2025 at 10:00 a.m., while the nurse was puncturing a patient's vein using a closed IV indwelling needle, the nurse noticed that the hose end of the needle was broken and immediately discontinued the use of the needle and replaced it with a new one, with no adverse effect on the patient.

Event description:
No additional information is available.

Manufacturer narrative:
1. DHR/bhr review (lot#: 4295996): 1) the products of this batch were assembled at intima ii auto line 2 in nov 2024 and packaged at r240 package line in nov 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. Take the retained sample of this batch for relevant testing: 1) the samples are examined under microscope, and no abnormality is found in the catheter. 2) take the retained sample for 45psi leakage test, the sample shows no leakage is found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample is received for relevant tests, and the status of the catheter damage cannot be confirmed, so the root cause of the complained defects cannot be determined. The plant will continue to track and trend for this issue.